Manufacturer narrative:
The manufacturer did not receive explanted devices or medical records for review. X-rays were received and will be reviewed within the investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a biolox® option, head, xl, 28/+7, taper 12/14 on (B)(6) 2016 on the left hip side. The patient was revised on (B)(6) 2016 due to a disassociated biomet warsaw acetabular cup. Note: this is a split case with biomet warsaw reference number (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that a (B)(6) female patient was implanted with biomet acetabular components, zb winterthur ceramic head on left hip on (B)(6) 2016. The patient underwent a revision surgery due to displacement of the cup on (B)(6) 2016. All the components except the stem were replaced. Review of received data - two photographs of the undated x-rays were received for the review. In the x-rays it is seen that the acetabular component on left hip is not anymore in its place. A screw to fix the acetabular component observed to be broken. One x-ray shows the surgical implantation planning with the ref numbers of the implants. However, review of the revision surgery report showed that these ref numbered devices do not take place at all. Possibly. There were first planned to be implanted and then decided not to be implanted. Revision surgery report dated (B)(6) 2016: pre-op diagnosis: failed acetabular component, left hip. Procedure: revision left thr, acetabular shell with augment, crushed bone graft and femoral neck extension. Operation notes: all frozen sections were negative for acute inflammation. Acetabular shell was observed to be displaced. Somewhat a pseudoacetabulum was seen above the native acetabulum. Clear yellow effusion, some granulomatous type synovitis and extremely thick scar from having had at least 5 previous operative procedures on this hip. Femoral component in good position. Broken screw remnant observed by the surgeon, but was not removed since it wasn't on the way. Since the patient had multiple dislocations before, the surgeon decided to go with a dual mobility system. Zb trabecular metal buttress size 54, zb g7 shell size 56/f, zb g7 dual liner size f/44, e1 hip bearing size 28x44 and 28x-3.0 neck length biolox option ceramic head was placed. Stability found to be excellent after being taken through range of motion. Femoral stem was kept in place. - picture of the explanted devices was received. Metal shell with one screw and ceramic head placed in liner take place in the photo. - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: -dislocation (short-term manifestation of harm) due to user error - joint laxity => possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Line 27: dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options => possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Line 28: dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset => possible: no implantation surgery report is available to confirm the aimed head offset was chosen, therefore cannot be excluded. Conclusion summary: the primary implantation report for the left thr, post implantation x-rays and the product were not received for the investigation. The revision surgery report shows that the revision surgery was done due to the failed i.e. Displaced acetabular component. There is no sign whether the ceramic head was involved in the failure event of the cup. However, a possible dislocation of the ceramic head and a subsequent contact of the head with the cup might have played a roled in the observed event. Joint laxity and a resulting wrong choice of the head offset could be a possible reason for the dislocation. But there is no post-op x-rays and primary implantation surgery reports available to prove these possible root causes. The other reasons stemming from the acetabular components can be found in the investigation of the split case ((B)(4)). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that a patient was implanted with a biolox option, head, xl, 28/+7, taper 12/14 on (B)(6) 2016 on the left hip side. The patient was revised on (B)(6) 2016 due to a disassociated biomet warsaw acetabular cup. It was further reported that a broken screw was detected during the revision surgery and that a part of the screw was not removed. Note: this is a split case with biomet (B)(4) reference number (B)(4).